Event description:
During the surgery physician used endeavor resolute rx 3.50mm x 30mm device to treat calcified and tortuous lesion that showed 90% stenosis in the proximal lad. The device could not pass the lesion, which was pre dilated. The physician used a new product to complete the surgery. The device was inspected prior use with no abnormalities noted. The device prepped before use according to instructions for use. No patient injury noted. The device was returned to the manufacturing facility and through analysis of the returned device stent damage was observed. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 13th, 14th and 15th distal stent segments were raised and deformed. The 11th and 12th proximal stent segments were slightly raised and misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (tortuous and calcified lesion, 90% stenosis). Inherent risk of procedure (stent deformation). Deformation issue (stent). Evaluation conclusion: known inherent risk of a procedure. (Stent deformation). Device failure related to patient condition (tortuous and calcified lesion, 90% stenosis). (B)(4).